Manufacturer narrative:
Lumbar cath. Access. Kit (lcak) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient underwent lumbar shunt procedure using lumbar catheter (910121) with guide wire. When it was being removed, the guide wire was stuck in the catheter, and when pulled out of the catheter, it was sheared/ thinned off towards the end. All parts of the guide wire were retrieved, the catheter removed and a new catheter was inserted. No patient injury was observed. It is unknown if there was a delay in the procedure. Additional information has been requested.